Manufacturer narrative:
Summary and discussion: this mitral valve was reportedly explanted at implant from the tricuspid position due to 2+ regurgitation, where one leaflet reportedly did not appear to coapt normally. No echocardiography recording was provided, thus the reported behavior of the valve in vivo cannot be confirmed. The coaptation of the leaflets appeared normal during pulse duplicator testing under simulated normal physiological conditions for the mitral position. The total regurgitant fraction (trf) of 6.6% is more than two times lower than the maximal allowance (15%) for this size of mitral valve per (B)(4). The report of one leaflet not coapting normally was not reproduced under simulated normal dynamic mitral physiological conditions. The use of a mitral pericardial bioprosthetic valve in the tricuspid position requires careful assessment of the valve function due to the lower pressures seen in the right side of the heart. Nevertheless, the report of one leaflet not coapting normally was not reproduced during the steady backflow leakage testing.

Event description:
It was reported by surgeon via sales that an edwards bioprosthetic valve was explanted at implant from the tricuspid position and replaced with another edwards bioprosthetic valve with no further complications. The report indicates the surgeon thought one leaflet was not moving. The surgeon stated he did not see a suture loop upon examining the valve. The operative report indicates, " after coming off bypass, the patient had 2+ tr and 1 leaflet did not appear to coapt normally. Subsequently, the patient was placed back on cardiopulmonary bypass. After inspecting the valve, there was no restriction of motion due to tethering from sutures. After explant, it appeared as though the pericardial leaflets simply did not coapt properly. Subsequently, after replacing the valve with a new tissue valve using the same technique, there was trace central tr." The patient was transferred to the cardiac surgery ICU in stable condition.

Manufacturer narrative:
Leaflet 1 appeared to have a small bulge near commissure 2 on the outflow aspect, bulge measured approx 2mm in length. No visible inconsistencies were observed on remaining leaflets. The wireform was intact, as evident in the x-ray. Product evaluation was completed and the customer report of "leaflet not moving" could not be confirmed by visual observation. There were no inconsistencies in the device. Functional testing will be performed. Device manufacture date corrected to 18 mar 2013.

Manufacturer narrative:
Report of an explant at implant of a bioprosthetic valve in the tricuspid position due to regurgitation reportedly caused by one leaflet not moving properly. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The explanted device was received at edwards, however, evaluation has not yet begun. Device evaluation results and edwards conclusions will be reported once completed. Note that this device is intended for use in the mitral position, but was used off-label in this case in the tricuspid position.